Event description:
It was reported per field service report: pump on pt. Symptom - system error 3 alarm after 10-20 minutes of operation with cover on. Works okay with side cover off. Findings/actions taken: biomed had ordered and replaced ims driver. Problem not resolved. Replaced central processing unit printed circuit board. Problem resolved. Passed functional testing.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.